Event description:
It was reported the patient experienced a shocking or jolting sensation that would last 10-15 seconds. The ins had moved toward the patient's spine and was near the surface of her skin. The patient was unable to sit on the side the ins was on. The symptoms started a year ago when the patient underwent physical therapy. The patient remained at home in fair condition. Additional information was requested.

Manufacturer narrative:
(B)(4)